Event description:
The customer reported via phone call that their insulin pump would power off without a low battery warning prior. The customer reported waking up to a blank display. Customer also reported a battery out limit alarm occurring after inserting a new battery. The customer also reported their blood glucose was over 400 mg/dl. Customer treated their blood glucose with the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was also found the display returned after troubleshooting occurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.